Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the patient transferred from the bed to the chair, the catheter slid out of the urethra. Post deflation, the catheter balloon was filled with water to inspect for proper function. The balloon leaked after 2ml of injected water. There was no reported injury to the patient, and the patient was re-catheterized with a 22 french catheter.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this device is not sold by bard/bd, therefore bard/bd does not have reportability responsibility. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient transferred from the bed to the chair, the catheter slid out of the urethra. Post deflation, the catheter balloon was filled with water to inspect for proper function. The balloon leaked after 2ml of injected water. There was no reported injury to the patient, and the patient was re-catheterized with a 22 french catheter.